Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The same day the patient began treatment with ceftazidime(modacin tm) and cefazolin (doses, routes, and frequencies unknown) for peritonitis. On an unknown date, treatment with antibiotics was discontinued. On an unreported date, pd therapy was discontinued. The patient was discharged thirteen days after admission to the hospital and was recovered from this peritonitis event the same day. The patient was not retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the touch contamination was further described as ¿proper connect/disconnect method and aseptic technique were insufficient.¿ the peritonitis event was manifested by abdominal pain and ¿appetite impaired.¿ seven days after the event onset, the peritoneal dialysis catheter was removed and pd therapy was discontinued. On an unknown date, the patient was switched to hemodialysis. Twenty three days after the event onset, the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.